Manufacturer narrative:
No consequences or impact to the pt.

Event description:
It was reported that the surgeon attempted to insert an icm 125v4 12.5mm implantable collamer lens and the lens was torn by the foam tip plunger during injection. There was no pt injury.